Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device will not be returned for evaluation as the stent was implanted; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the event description and evaluation of other devices with the same complaint (failure to expand), the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the mid- to distal-common bile duct due to a malignant pancreatic mass. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. The stent was placed successfully with no complications. On (B)(6), 2011, computerized tomography (CT) scan images and an abdominal x-ray (axr) image were taken and revealed that the stent had failed to fully expand. In addition, the patient's bilirubin levels had failed to drop. The stent was dilated with a hurrican balloon dilatation catheter and an advanix biliary stent was placed within the metal stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good." Attempts to obtain additional information regarding the current status of the patient have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the patient had a stricture within the mid- to distal-common bile duct due to a malignant pancreatic mass. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. The stent was placed successfully with no complications. On (B)(6) 2011, computerized tomography (CT) scan images and an abdominal x-ray (axr) image were taken and revealed that the stent had failed to fully expand. In addition, the patient's bilirubin levels had failed to drop. The stent was dilated with a hurrican balloon dilatation catheter and an advanix biliary stent was placed within the metal stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good." Attempts to obtain additional information regarding the current status of the patient have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2011. According to the complainant, the stent has remained fully expanded following the balloon dilatation. No further medical intervention was required.